Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of and treatment for peritonitis was not reported. On the same day as the event onset, the patient was hospitalized via emergency room. At the time of this report, the patient has not recovered from the event. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis. No additional information could be provided as the reporter declined follow up.